Event description:
It was reported to philips that the system was unable to trigger x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the cardiac arrhythmic non-emergency treatment was delayed. The procedure was completed by removing the button being pressed at start up. The remote service engineer (rse) analysed the system remotely and confirmed that the system would not xray, an error ¿button active at start up¿ was displayed. The rse advised the customer to check if the speed controller was pressed. The customer confirmed that the speed controller was on the desk and was pressed. After placing the speed controller back in its holder, the system returned to normal operation. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue occurred due to accidentally pressing the speed controller which was kept on the table by the customer, resulting in an error that halted the x-ray operation. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.